Event description:
The facility reports the cna was moving the resident from the bed to the chair. The sling was applied and the clips were hooked to the hanger bar of the lift. Upon lifting, the caregiver started to move the lift from the bedside to the chair. The right shoulder clip became disengaged. The resident fell to the floor, hitting the top of her head. The resident suffered a possible neck injury.

Event description:
The facility reports the cna was moving the resident from the bed to the chair. The sling was applied and the clips were booked to the hanger bar of he lift. Upon lifting, the caregiver started to move the lift from the bedside to the chair. The right shoulder clip became disengaged. The resident fell to the floor, hitting the top of her head. The resident suffered a possible neck injury.